Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump was received with blank display, problem isolated to lcd board. Unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip and minor scratches on display window noted.